Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an acute hematothorax which was discovered during ICD testing where loss of capture and loss of sensing was observed. Via x-ray lead dislodgement was seen and during lead revision there was a minimal invasive surgical thoracic hematoma removal procedure. Good measurements were observed after procedure. The patient was under the circumstances well after procedure.